Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Photo analysis inconclusive. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records. Intra operative photographs were received. Upon review of the images, it was concluded that the potential cause of the reported event was the result of the fatty tissue area being too thick for the green cartridge selected. Additionally the midline open formed staples are possibly the result of the device not being able to compress the tissue to the specified thickness without the staple cartridge deck deflecting.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, surgeon reported that staples did not form correctly during the first firing (green load). He stated the staples were "criss crossed" and that many of the most lateral staples did not form at all. He also reported that the stapler did not feel smooth on the initial firing, but seemed to function well on the subsequent firings. The surgeon provided photos that will be submitted as well. Surgeon used an oversew technique on the affected staple line. Completed the case using blue reloads (his normal technique) on all subsequent gastric firings. He utilized the initial stapler for these loads as well with no issue.

Manufacturer narrative:
(B)(4).